Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trail that during deployment of a 3.0 x 8 mm rx xience v stent in the distal circumflex (cx) lesion, a dissection was noted. The dissection required treatment with an additional xience v stent. The patient also experienced lateral ischemia and angiographic complications. The reported patient effects resolved the same day. No additional event or patient information is available.

Manufacturer narrative:
Dissection and ischemia, as listed in the IFU and risk assessment matrix, are known adverse events associated with coronary stenting and not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. The IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention." Although a conclusive cause for the patient effects and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.